Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received one inappropriate shock therapy due to a supraventricular tachycardia rhythm incorrectly detected as ventricular tachycardia. The algorithm was turned off. The patient did not experienced any additional inappropriate therapies. The patient was discharged and has been doing well since then.